Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the orthopat machine was not powering on. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 reporting that the orthopat machine was not powering on. No injury or reaction noted. Upon evaluating the device it was determined that the reported problem was caused by a blood spill which was found inside of the device. All contaminated and changed components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).